Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy. It was reported that the cy cage was backed out into the spinal canal post-operatively and an additional surgery was performed on (B)(6) 2025 to replace the backed-out cage with np cage. There were no neurological symptoms. The jacked-up state was maintained, but the physician recognized it as having contracted and backed out. The previous operation images could not be checked, so the extent of contraction is unclear. The patient had initial surgery on (B)(6) 2025. It was confirmed postoperatively that there were no issues with the cy mechanism. There was no patient symptom reported. There were no further complications reported regarding the event.

Manufacturer narrative:
A: select patient information cannot be included in regulatory report due to regional privacy regulations. G2: the country of the event is japan. H3: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.